Event description:
It was reported that this inflatable penile prosthesis (ipp) presented auto inflation issues and patient was unable to inflate and deflate the device. A surgical procedure was performed, during which it was noted that the pump was sitting in the penoscrotal junction and tubing damage was suspected. The device was removed, and no patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 12/01/2024 was used as estimate, as it was reported that the device issues started a few weeks before surgery.